Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer generated an error upon start-up. The programmer was rebooted to clear the error and was able to complete the device check. The programmer was returned for service. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result software was reloaded and the hard drive was reconfigured. It was also noted that the link electronic module (lem) circuit board had a loose electrocardiogram (ECG) connector. (B)(4).